Event description:
The patient reported that on (B)(6) 2014 her blood glucose reached 457 mg/dl less than 48 hours after the pod was activated. The pod was worn on her abdomen and upon removal she noticed the site looked infected. She went to her doctor who prescribed her antibiotics for her site infection.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was reported.